Event description:
It was reported to lifecell that a (B)(6) female patient underwent post revision follow-up and presented two weeks postoperatively with drainage, pain, and tenderness. It was noted that the strattice tissue that was initially implanted presented with a smell and showed break down as evidenced by dissolved spots. Cultures were obtained and results showed serratia and enterobacter. The patient received IV intraoperatively and did not have a history of a skin infection. Treatment included removal of the remaining strattice devices, removal of breast implants, administration of oral antibiotics, and healing by secondary intention. The patient is being monitored. Treatment and healing is ongoing for follow-up surgery.

Manufacturer narrative:
(Follow up #1) our investigation of lots sp100054 and sp100064 includes: method: review of the information as reported, device history records, and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lots sp100054 and sp100064. (Follow up #1) results: review of the device history records revealed no deviations during the production of lots sp100054 or sp100064 that may be associated with the event. Lot irradiation doses were within process parameters. The lots met acceptance criteria for qc release, including mechanical testing results. To date, no other similar complaint has been reported to lifecell against lot sp100054. One other similar complaint has been reported to lifecell against lot sp100064; however, this event involved a different microorganism and the event was determined to be unrelated to the device. -to date, of the (B)(4) devices processed for lot sp100054, (B)(4) devices have been distributed with (B)(4) devices reported to be implanted. To date, of the (B)(4) devices processed for lot sp100064, (B)(4) devices have been distributed with (B)(4) devices reported to be implanted. Conclusion: based on our internal investigation into the lot processing histories with no deviations in association with the event and no remarkable findings, lots sp100054 and sp100064 met qc release criteria. No further actions are required because a nonconformance was not confirmed. As reported previously, no specific cause of the infection could be determined due to lack of clinical information and that the device was not returned for evaluation. The event is unlikely related to strattice bps devices.

Event description:
As initially reported to lifecell, a (B)(6) female patient underwent post revision follow-up and presented two weeks postoperatively with drainage, pain, and tenderness. It was noted that the strattice tissue that was initially implanted presented with a smell and showed break down as evidenced by dissolved spots. Cultures were obtained and results showed serratia and enterobacter. The patient received IV intraoperatively and did not have a history of a skin infection. Treatment included removal of the remaining strattice devices, removal of breast implants, administration of oral antibiotics, and healing by secondary intention. The patient is being monitored and treatment is ongoing and healing for follow-up surgery.

Manufacturer narrative:
Model# con3006, lot sp100067-107. Our investigation of lot sp100067 includes: method of evaluation: review of the information as reported, device history records, and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100067. Results of evaluation: review of the device history records revealed no deviations during the production of lot sp100067 that may be associated with the event. Lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release. To date, no other similar complaints have been reported to lifecell against lot sp100067. To date, of the 398 devices processed for lot sp100067, 358 devices have been distributed with 37 devices reported to be implanted. Based on the provided information, our internal investigation into the lot processing history with no deviations in association with the event and that there were no other similar complaints reported to lifecell against the lot, the event is unlikely related to strattice. No specific cause of the infection could be determined due to lack of clinical information and that the device was not returned for evaluation. The lot met qc criteria for product release. Device not returned for evaluation